Event description:
The customer reported the loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the field service engineer reloaded the system software.